Event description:
It was reported that when the site was doing an occlusion test, they were not getting a force sensor begin test error. There was physical damage to the plunger head, and bottom housing (internal post) and top housing. There was a travel course error during occlusion testing. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation of force sensor test error. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found for sensor test. Complaint confirmed by checking the alarm history. Visual and functional testing was performed. Complaint was verified that the error occurs during the performing self-test. The device is repaired by replacing the plunger printed circuit board. Device passed all testing post repair.